Manufacturer narrative:
The pump, s/n: (B)(4), was received and evaluated. During evaluation it was noticed; ultrasonic, gearbox and rotor assembly were damaged. The parts were replaced and pump was functioning as intended. Service history record was reviewed, this device was manufactured in 2015. This is the first time this device has been returned for service. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device had an issue with overfeed.